Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were inquiring about a capsule removal that was placed outside of the intended location. The patient went to the operating room to get the capsule removed after it was clamped on the vocal chords. After further investigation, it was found out that this event was a capsule failed to attach. The patient coughed and swallowed the capsule. They also confirmed that the capsule was not clamped on the patient's vocal chords and it was already passed by the patient. There was no patient harm and the procedure will not be repeated.